Manufacturer narrative:
Cobncomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) of 2013, patient had surgery and they accidentally cut the catheter. The patient had 7 back surgeries and only one of those surgeries patient had after the pump was implanted. It was noted that the patient had x-rays, MRI¿s and myelograms. It was noted that the patient was out for 7 ½ hours for the surgery to fix the catheter issue and finish the surgery. It was noted that the pump helps the patient. The pump system was delivering bupivacaine, baclofen and dilaudid.